Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007; 419478 lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that during a device revision procedure the right atrial (ra) lead was moved to the left side and during preparation the insulation was damaged and the lead was unable to extract. The ra lead was inactivated, remains in the patient, and replaced. The right ventricular (rv) lead exhibited high voltage 'b' (hvb), superior vena cava (svc) coil high impedance, confirmed fracture, and was inactivated, remains in the patient, and replaced. During preparation the left ventricular (lv) lead dislodged, and stimulation captured only with high output. It was also reported that the patient encountered phrenic nerve/diaphragmatic stimulation. The lv lead was explanted and not replaced due to patient anatomy. No patient complications have been reported as a result of this event.